Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The root cause is suspected as follows: variations in the anatomy and/or plate position can cause the drill bit (fdb40) to deflect or skive off underlying cortical bone in some cases. This results in preventing the peg from engaging the plate properly. Investigation has determined that this variation can be mitigated by improving the drill bit's tip geometry.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an s3 proximal humerus plating procedure on an unknown date. Subsequently, the patient was revised on an unknown date in (B)(6) 2015 to a competitor plate due to the screws backing out of the plate and not locking in.